Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation summary post market vigilance (pmv) led an evaluation of the packaging of one device. The returned packaging was visually inspected with acceptable results. A review of the device history record for the product indicates the following non-conformances were noted which are related to the reported condition: ncr 17070536. An incomplete weld was found during the retaining process. The entire lot was visually inspected to remove any other bad parts. No other parts were found and the lot was processed as usual. It is unlikely that the reported condition was related to the ncr. Since a product sample was not returned for investigation, we are not able to identify a root cause or speculate on a probable root cause. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during an open section procedure. The suture was being used for the skin closure. The loop of the suture has gone up. The thread of the suture broke. Occurred one minute into the procedure. The suture was removed from the packaging two minutes before use. In order to resolve the issue and complete the case, an additional new suture was used without issue. There was no patient harm. The patient outcome is alive, no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, as per the additional information received, loop for fixation has gone up(the bond has not kept from the loop). The device could not be used.